Manufacturer narrative:
Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (ml) are potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Ml related to the tvr procedure, and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tvr complications, the peri-procedural interval is inclusive of all events that begin within 72 hours of the index procedure. Ml events that occur after the peri-procedural period (more than 72hrs) are typically related to the patient's underlying coronary disease. Multiple patient factors could put the patient at risk for ml during the tvr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the event is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a left transaxillary transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 (s3) ultra valve, percutaneous access was achieved, and balloon dilation of the left axillary was performed using an 8mm shockwave balloon. A 14f esheath was placed, and the valve was advanced into the esheath until firm resistance was felt about a third of the way from the distal tip. Under x-ray, it was observed that the valve was getting stuck on the expanding portion of the sheath at a bend in the segment of the axillary. It was decided to remove the valve and sheath as a unit and place a 16f esheath. The 16f esheath was inserted without resistance, and a new 26mm s3 ultra valve was prepped and advanced without issue through the 16f esheath. During positioning, the patient went bradycardic, and blood pressure dropped below 40mmhg. The valve was deployed, and cardiopulmonary resuscitation (CPR) was started. Multiple rounds of epinephrine (epi) were administered, CPR continued, and the delivery system was removed, and the sheath was pulled back proximal to the left internal mammary artery (lima). An intra-aortic balloon pump (iabp) was placed, and the patient's pressure and heart rate recovered. The cardiothoracic surgeon (cts) believed that the sheath across the lima occluded flow to the left main (lm) coronary artery, causing the hemodynamic collapse. The patient remained on the iabp, a swan-ganz catheter was floated, and the patient was transferred to the intensive care unit (ICU) for monitoring.

Manufacturer narrative:
Addition to b.5. Correction to h.6: impact code.

Event description:
Patient final outcome added: as reported by the field clinical specialist, during a left transaxillary transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 (s3) ultra valve, percutaneous access was achieved, and balloon dilation of the left axillary was performed using an 8mm shockwave balloon. A 14f esheath was placed, and the valve was advanced into the esheath until firm resistance was felt about a third of the way from the distal tip. Under x-ray, it was observed that the valve was getting stuck on the expanding portion of the sheath at a bend in the segment of the axillary. It was decided to remove the valve and sheath as a unit and place a 16f esheath. The 16f esheath was inserted without resistance, and a new 26mm s3 ultra valve was prepped and advanced without issue through the 16f esheath. During positioning, the patient went bradycardic, and blood pressure dropped below 40mmhg. The valve was deployed, and cardiopulmonary resuscitation (CPR) was started. Multiple rounds of epinephrine (epi) were administered, CPR continued, and the delivery system was removed, and the sheath was pulled back proximal to the left internal mammary artery (lima). An intra-aortic balloon pump (iabp) was placed, and the patient's pressure and heart rate recovered. The cardiothoracic surgeon (cts) believed that the sheath across the lima occluded flow to the left main (lm) coronary artery, causing the hemodynamic collapse. The patient remained on the iabp, a swan-ganz catheter was floated, and the patient was transferred to the intensive care unit (ICU) for monitoring. The patient was in stable condition.